Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of issues with customer's low blood glucose levels and sensor. The mother states the customer received lost sensor alarm and has had pain with insertion. The mother states the sensor readings have been off. The customer's blood glucose level was 152mg/dl. The customer states their levels had dropped lower than 20mg/dl. The mother states the blood glucose would not register on the meter, and the sensor was reading 140mg/dl. Troubleshoot was unable to be conducted due to customer no longer being on the system. The mother was advised to call back if further assistance was needed.